Manufacturer narrative:
The exact date of the event is unknown. The provided event date, february 01, 2023, was chosen as an estimate based on the date that the manufacturer became aware of the event, april 21, 2023. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Patient code e172001 captures the reportable event of abscess.

Event description:
It was reported to boston scientific corporation that a spaceoar device was used during a spaceoar implant procedure on an unknown date. Two months after the hydrogel placement, the patient developed an abscess. The patient was prescribed antibiotics. The patient has already finished his radiation therapy. The patient's current condition is unknown, but it is known that the patient was under observation at the moment of this report. The relationship between the spaceoar placement and the event was reported as possibly related. No further information has been obtained despite good-faith efforts.